Event description:
While in CT scan, iabp (intra-aortic balloon pump) battery went from about 80% to 20% in the span of about a min. Iabp plugged in while moving patient back to bed. When leaving room, iabp was unplugged and showed 100% on screen. Within 3 mins of transporting patient back to cv (cardiovascular), the battery was showing 0% and alarming low battery. The iabp console did not shut off. Once back in room, iabp plugged in to red outlet and then console switched.